Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will be provided with a replacement device. The customer's device will be further evaluated at the product assessment center (pac).

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device had logged an event code in its memory that is indicative of a device failure to recognize a shockable rhythm. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device had logged an event code in its memory that is indicative of a device failure to recognize a shockable rhythm. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the faulty capacitor c157, on analog pcb assembly.